Event description:
It was reported that the patient was having pump stops. Log files were sent in for review and captured the flow showing zero at 15:02 on (B)(6) 2022, which continued throughout the log until the driveline was disconnected at 22:53 on (B)(6) 2022. There were low flow alarms. The patient was hypertensive and had been titrating blood pressure medications and it seemed to be improving.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing pump stops and low flow alarms. The patient was reportedly asymptomatic during all low flow alarms and reportedly underwent a controller exchange. Log files were sent in for review and captured the flow showing zero at 15:02 on (B)(6) 2022, which continued throughout the log until the driveline was disconnected at 22:53 on (B)(6) 2022 for controller exchange. It was also noted that the patient had been hypertensive since (B)(6) 2022, and blood pressure medication was subsequently increased. The patient¿s blood pressure remained elevated as of (B)(6) 2022; however, the patient was clinically stable with stable lactate dehydrogenase (ldh) levels. There were no further issues reported after the controller exchange. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow hazard alarm; however, no pump stops were observed while the driveline was connected. A specific cause for the alarm could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypertension could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2022, per the timestamps. A continuous low flow hazard alarm was captured from the beginning of the file until the driveline was disconnected. Flow was captured at 0 liters per minute (lpm) during this timeframe; however, pump speed, power, and pulsatility index (pi) all remained within a stable range and no pump stop events were captured. The driveline disconnect was consistent with a controller exchange. The controller periodic log file contained data from (B)(6) 2022, per the timestamps. The file captured estimated flow at a stable range until (B)(6) 2022 when it was captured at 0 lpm with an associated low flow hazard alarm. The alarm and flow of value of 0 lpm were captured for the remaining duration of the file, consistent with data observed in the controller event log file. Although the cause of the estimated flow being captured at 0 lpm could not be conclusively determined through this evaluation, the account indicated that there were no further issues following the reported controller exchange, suggesting that there may have been a communication issue between the controller and the pump. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system (lvas), including hypertension. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.